Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Therefore, a review of the in-house testing history of the lot was performed. In-house strip testing on strip lot 367839a meets release criteria. The product performed as expected. A review of the manufacturing batch records for the reported strip lot did not uncover any non-conformances. The lot meets release specifications. An improper technique was identified in the complaint. This could not be ruled out as a cause of the unexpected results. The patient was reported to have a hematocrit outside of the validated range for the product. This cannot be ruled out as a cause of the unexpected results. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
Investigation pending.

Event description:
The caller alleged a variance between inratio inr results in comparison with poc inr result. The results were as follows: (B)(6): inratio=5.1, (B)(6): inratio=2.1, poc=3.9 the patient self tester's therapeutic range is: 2.0-3.0. The patient self tester's hct was stated to be 20-21% - date not provided.